Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eleven years later, CT revealed ivc filter to be present in the mid to upper ivc, below the renal veins and some of the strut tips project through the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after pelvic fracture and at high risk for dvt. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced ruq abdominal pain; however, the current status of the patient is unknown.